Event description:
It was reported that, during a shoulder arthroscopic procedure, the firstpass mini straight's trap door was broken, the part could not be retrieved from the tissue. A c-arm was brought in and a foreign body was identified in the soft tissue of the upper surface of the supraspinatus muscle area. The medical team took x-rays and fluoroscopic guidance including live fluoroscopy. It was verified that the metal fragment was not inside the joint and the surgeon scoped in all directions to clarify that it was not intra-articular. After looking, the team was unable to locate the piece of metal and decided it was clearly in the soft tissues above the rotator cuff muscles. The team attempted to locate it, but were unable to find it and rather than continuing to search for it, which would risk additional bleeding and damage, they were satisfied knowing that the piece was not in the joint and decided to leave it. Surgery was completed with a back-up device instead. No further complications were reported.

Manufacturer narrative:
H11: h2: additional information in b5 and h6: health effect - impact code. H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The suture capture has been disconnected from the upper jaw and was not returned. Bio debris is present. No other visual deficiencies. A functional evaluation showed pulling the lever will close the aligned jaws and deploy the suture passer needle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that two x-ray images confirm the presence of a foreign object seen over the lateral third of the clavicle. A procedural variance vs user error cannot be ruled out. Nor could we rule out the patient¿s history of ¿previous failed surgeries on his rcr¿ as a likely contributing factor to the reported adverse event. The retained metal piece is non-implantable. The firstpass mini suture passers are manufactured and intended as externally communicating devices and are not approved for long-term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the prolonged surgery, and the possibly for micro-motion and/or migration, and local irritation/discomfort cannot be determined. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors include excessive force, tissue thickness or damage or debris on the device tip between passes. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during a shoulder arthroscopic procedure, the firstpass mini straight's trap door was broken, the part could not be retrieved from the tissue. The surgeon used x-ray to identify its location and tried for over an hour to retrieved but was unsuccessful, the metal was stuck in the soft tissue and it was left in the patient. Surgery was completed with a back-up device instead. No further complications were reported.

Manufacturer narrative:
Internal complaint reference:(B)(4). This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H10: h2: additional information in e1, e2, e3.